Event description:
It was reported that the target lesion was in the right coronary artery (rca). The vessel diameter was approximately 4.0 mm, and the lesion length 90 mm. It was unknown if the vessel was tortuous or calcified; however, was a 100% stenosed, de novo lesion. The patient presented to the hospital on (B)(6) 2011 experiencing an acute myocardial infarction and a coronary angiography was performed. No predilatation was performed prior to stenting. Three 3.0x28 mm xience v stents were deployed in the rca and postdilatation was performed with a non-abbott balloon to complete the procedure. On (B)(6) 2011, the patient complained of chest pain, intravascular ultrasound was performed and no flow and thrombosis was noted in the rca. The vessel diameter was confirmed to be approximately 4.0 mm and dilatation was performed with a non-abbott balloon. The stent struts were noted to be expanded well and the flow was back normal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stents: 2 xience v 3.0x28mm. (B)(4): no predilatation. The other 2 xience v stents are being filed under separate medwatch MFR numbers. The device remains in the patient. There was no reported product deficiency. Angina, ischemia, and thrombosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stents. It should be noted the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects.